Event description:
It was reported that during insertion the spring wire guide (swg) encountered resistance and the device was removed as one. During removal the swg "hung up", became unraveled and sheared off into the pt. A surgical cutdown was required to remove the swg. As a result, another kit was used and placed successfully. It is unk if there was a delay in treatment. No pt death or pt complications were reported.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval.